Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. Requested additional information was not provided. The journal article did not include a definitive cause for the mesh infection, however states, ¿to prevent mesh infection, the mesh should be inserted into the abdominal cavity, ensuring that it does not contact the inguinal skin.¿ inflammation, pain, and infection are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate (B)(6) 2023) based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
Per journal article: "laparoscopic removal of an infected mesh following tep procedure for femoral hernia with omental patch closure of a peritoneal defect.". This article is a study of 76-year-old woman who underwent tep hernia repair for a symptomatic right femoral hernia with implant of 3dmax mesh using capsure fixation device. It was reported that after a month and half, patient had right inguinal pain and swelling. Patient underwent plain computed tomography (CT) imaging which resulted fluid collection in the right groin. It was reported that percutaneous drainage was performed for fluid collection, and purulent discharge was observed. It was identified that staphylococcus lugdunensis was detected in abscess cultures and estimated to be present in 30 to 50 percentage of patients. Contrast-enhanced CT showed inflammation around the 3d max mesh and an abscess under the right groin and postoperative course was uneventful, and the groin pain gradually improved. As per the article, the infected mesh was removed, and debridement and open drainage of the purulent discharge were performed. It was reported that to prevent mesh infection, the mesh should be inserted into the abdominal cavity, ensuring that it does not contact the inguinal skin. It was concluded that the laparoscopic approach for infected meshes after tep or tapp repair is preferable to the open approach.